Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient alleges that the infusion device was delivering insulin inaccurately. No adverse event reported. A request was made for the return of the device.